Event description:
On (B)(6) 2011, the pt reported that the display of her infusion device is damaged and she is not able to read insulin amounts. She replaced the battery and was unable to resolve the issue. The infusion device has not been dropped recently. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.